Event description:
It was reported that during a lobectomy procedure, the device produced an incomplete staple line. The device partially fired and would fire no more, it jammed. It was difficult to retract the knife into the instrument's shaft with the manual release lever, however, this was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.